Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The reported information indicated that the PICC line had a split in the catheter. The device was removed and replaced with another without incident. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.